Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow-up, the device could not be interrogated. A firmware download was performed successfully to restore the device. The patient will be monitored remotely via merlin.net transmission due to the device being part of the advisory and for further possible alerts. The patient was stable throughout the event.